Event description:
Event description guidant received information that flouroscopy of this transvenous implantable lead revealed subclavian crush damage. The lead is fractured directly under the bone. The lead's impedance suddenly increased to greater than 3000 ohms. R-waves have varied from 1 to 12 mv, and the threshold has increased to 7.5v and 2ms.